Manufacturer narrative:
The RMA has been returned and evaluated by the failure analysis (fa) team. Intuitive surgical, inc. (Isi) received the small grasping retractor instrument (pn: 470318-10 // ln: n10190819 // sn: (B)(4)) involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was confirmed. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Site history review was conducted on 4/30/20 and did not show any additional complaints related to this event. An additional site history review was conducted on 5/18/20 and found a complaint for a second small grasping retractor that was used during the same procedure. Refer to the report with patient identifier (B)(6). A review of the system and instrument logs was performed on 4/30/20. Log query revealed that the instrument was last used on system sk1359 on (B)(6) 2020 with 3 remaining uses. Log review indicated that there were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. There were a total of 3 small grasping retractors used in this procedure. The suspect small grasping forceps: pn: 470318-10 // ln: n10190819-0012 // sn: (B)(4). No additional technical review was required based on the complaint. No image or video clip for the reported event was submitted for review. No technical review / additional technical review was required based on complaint type. Based on the additional information obtained from failure analysis investigations, this complaint is classified as a reportable malfunction event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. The instrument & accessory user manual states: ¿always have a backup instrument available to complete the surgical procedure in case of instrument failure.¿ although no harm occurred as a result of this event, if the failure were to recur, it could cause or contribute to an adverse event. Follow-up was attempted, but the patient information was either unknown or unavailable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted colectomy procedure, the small grasping retractor instrument had an exposed broken wire. The procedure was completed with no reported injury.